Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and stated that the patient had ts that programmed the replacement pump with incorrect basal rates. Due to the incorrect basal rates, patient developed a blood glucose of 600 mg/dl-lightheaded-headache. Patient self treated with an insulin injection and resumed pump treatment. There was no allegation of product malfunction. Customer support attributed the bg excursion to user error. This complaint is being reported because the patient experienced hyperglycemia due to use error.